Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose. The customer's blood glucose was 1509mg/dl, then later it went up to 468mg/dl. The customer declined troubleshooting. The customer will treat and monitor blood glucose.